Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate right after completing the load process. Reportedly, the customer filled the cartridge with cold insulin. The customer's blood glucose level was not impacted and the customer reloaded the cartridge successfully.